Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. Lv lead pacing impedance at approximately 470 ohms through (B)(6) 2016, then increases up to greater than 3000 ohms week of (B)(6) 2016, then varied from 893 ohms to 1672 ohms during (B)(6) 2016. Alert on (B)(6) 2016 for lv2 to lv3 impedance greater than 3000 ohms.

Event description:
It was reported that the patient felt diaphragmatic stimulation. The left ventricular (lv) lead tripped an alert for measured high impedance, and a loss of capture was observed. It was further reported that the lead had dislodged, migrating up into the subclavian vein. The lead was turned off, and subsequently removed and replaced. This patient is a participant in the wrap-it study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.